Manufacturer narrative:
(B)(4). A request for the return of the device has been made. If additional relevant information is obtained, then a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set would not flow. This event was identified when the user was attempting to prime the set with nacl. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)94). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: baxter received one sample for evaluation. The sample was visually inspected and the customer reported condition was confirmed. The cause was determined to be due to a bonding application failure. The appropriate personnel were provided with awareness training to address this issue. Should additional relevant information become available, a supplemental report will be submitted.